Event description:
It was reported that the patient experienced low voltage and no external power alarms. The patient didn't recall hearing the alarms, running batteries low, or disconnecting both power cables. They were in a clinic at the time with no physical symptoms. A review of the log files revealed transient power cable disconnect, low power hazard, and no external power alarms on (B)(6) 2022 while tethered to mobile power unit (mpu). The patient was instructed to change mpu to another outlet.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was able to be confirmed. Mobile power unit (mpu) (serial number: (B)(4)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 4 days ((B)(6) 2022 per timestamp). No external power alarms were active on (B)(6) 2022 from 18:54:27 ¿ 18:54:32, and from 20:11:54 ¿ 20:11:58, and intermittently on (B)(6) 2022 from 13:46:34 ¿ 14:51:32. These alarms occurred due to a loss off ac power while the controller was connected to the mpu. The alarms cleared once power was restored. The backup battery was able to provide power to the system during the no external power events. There were no other notable alarms active in the log file. Pump operation was not affected. Additional information provided on 18may2022 stated that the mobile power unit (mpu) has a v-lock connector on the ac power cord, the ac power cord did not come loose from the back of the unit nor the outlet, there were no environmental circumstances that may have caused a loss of power on (B)(6) 2022, the mpu was not exchanged, and no product will be returning. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use, rev. C, entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the mpu (serial number: (B)(4)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2022. No further information was provided. The manufacturer is closing the file on this event.